Manufacturer narrative:
Reference number (B)(4) . Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal bleeding as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The transillumination test was not performed to check the intestinal and gastric adhesions that already existed. After the procedure, a blood effusion from the right side was detected. The patient was treated surgically and antibiotics were administered. The event was resolving.